Manufacturer narrative:
Additional information was added to d9, h3, h6, and h11: h11: fifty-two (52) unopened and four (4) opened samples were received for evaluation. Visual inspection of the four opened samples did not identify any abnormalities that could have contributed to the reported condition. Visual inspection of the fifty-two unopened samples was performed and the sponge (foam) was found outside the cap for four samples. Functional testing was performed on all fifty-six samples and no issues were observed. The reported connection issue was not verified. The cause of the sponge separation could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a connection issue between an unspecified quantity [three (3) to four (4)] of minicaps and the transfer set. The mini-caps turned around and did not fastened well. This occurred after peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.